Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined he cutter failed the sample mesh test; however, the repair was not completed because cutters are not repairable device. The cutter was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the skin graft mesher bunched the skin graft inside the mesher. The graft was removed without harm and proceeded to finish the case with an alternate device. There was no patient impact or involvement. Diligence is complete and no additional information is available. At product evaluation investigation the cutter did not pass the mesh test.